Event description:
Olympus was informed that the individual device packaging was found unsealed, which compromised the sterility of the device. There was no pt injury reported.

Manufacturer narrative:
The user facility returned eight units to olympus for eval. The eval confirmed that the sterile barriers on the devices were breached, and sterility has been compromised. Please cross ref. Report numbers: 2951238-2014-00467, 00468, 00469, 00471, 00472, 00473, and 00474.